Manufacturer narrative:
B5- in a separate visit the lens was explanted and replaced with the same model, longer length lens. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced "undersized and rotating". In a separate visit the lens was explanted and replaced. If additional information is received a supplemental medwatch report will be submitted.